Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system recorded high out of range shock impedance measurement and all other parameters were in range. Data analysis was performed, and boston scientific technical services provided troubleshooting options. There was no noise present during measurements and all movements. The patient is monitored in latitude and the plan is to follow-up once a month. No adverse patient effects were reported. The device and right ventricular (rv) lead remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system recorded high out of range shock impedance measurement and all other parameters were in range. Data analysis was performed, and boston scientific technical services provided troubleshooting options. There was no noise present during measurements and all movements. The patient is monitored in latitude and the plan is to follow-up once a month. No adverse patient effects were reported. The device and right ventricular (rv) lead remain in-service.